Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer tested the door in the application and inspected the assembly. The engineer found oxidation on the microswitches. The engineer upgraded to the new enhanced switches to prevent the issue in the future and performed multiple tests. The latch was functioning properly and passed all tests, and the customer tested and verified it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door latch failed. Required latches repair. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.